Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced hypotension and a blood clot and pericardial effusion. It was further noted that the right atrial (ra) lead had microperforation. The right atrial (ra) lead was attempted/not used and a pinplug was place. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.